Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (remove healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Troubleshooting: the client is instructed to check the wiring, a loose cable is found, the input on the monitor was incorrect. After connecting the cable and selecting the correct input, the image was as intended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center has no image on the portable monitor. The customer was instructed by olympus to check the cabling and found a loose cable and the wrong input on the monitor. After connecting the cable and selecting the right input, the image appeared. There were no reports of patient harm.